Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(4) 2012. The patient informed the mss that she tests her blood glucose 4x/day and manages her diabetes by taking a set dose of 70/30 insulin in the morning and afternoon. The patient reported that her blood glucose target range is "90-150 mg/dl;" however, was concerned about the erratic readings she had been obtaining with the subject meter. The patient reported that her blood glucose readings would range from "201 mg/dl to 374 mg/dl" from one day to "253 mg/dl to 93 mg/dl" on the following day. At the time of the follow-up call, the patient reviewed the meter's memory and confirmed several hours had passed between any two results. During the follow-up call, the patient reported that on (B)(6) 2012 at 1:03am she woke up not feeling well and when she tested with the subject meter she obtained a low result of "26 mg/dl." The patient stated she treated herself in response to the low and went back to sleep. At 7:12am that same morning, the patient reported she tested at "136 mg/dl." Prior to the low blood glucose reading, the patient had tested at 9:19pm on (B)(6) 2012 and obtained a reading of "259 mg/dl." The patient denied taking any insulin in response to the reading; however, stated she did not have her usual snack prior to going to bed due to the high result. At the time of the follow-up, the patient also informed the mss that on (B)(6) 2012 she went to the ER and was treated with insulin and IV fluids for a high blood glucose. The patient stated that prior to the ER visit; she had been obtaining high readings in the "300 to 500's mg/dl" range and messages of "high glucose" with the subject meter. At the time of initial call to lfs customer service, the customer care advocate (cca) noted that the patient was using test strips that appeared in good condition. The patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose reading below 40 mg/dl after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed, the meter functions properly. The retain test strips also passed testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.